Event description:
A 2.4mm microvascular plate implanted in 1999 broke post-operatively and was removed in 2001. Plate was implanted for amandibulotomy and alveolar ridge reduction on the right side, no graft. The mandible is now resorbed, no recurrence and no radioneucrosis.